Event description:
It was reported that high frequency noise on the ventricular channel was observed and caused asystole while suturing the pocket. It was determined that the noise came from an environmental source during the initial procedure. Programming changes were made. No additional noise was seen overnight or the following day. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.